Event description:
In 2005, the surgeon encountered difficulties implanting a gore excluder aaa device in the abdominal aorta, due to the pt's anatomy. The surgeon said that he successfully implanted the gore ipsi lateral device, but could not implant the gore contra extender device due to the pt's tortous anatomy he decided to surgically intervene to remove the ipsi lateral device. He replaced the gore excluder device with a dacron bifurcated graft. There was no adverse outcome for the pt and the surgeon said that there was no allegation of gore product deficiency. According to the surgeon, this event was related to the pt's anatomy and was not device related. The explanted device was discarded at the facility.